Event description:
The surgeon continue with surgery by recognizing that the inaccuracy was off by about 5-6 mm superiorly but still used navigation to line up the trajectory because it was not off medial to lateral. The site also used an external imaging system to double check where they were anatomically. The inaccuracy was observed after the imaging system spin. The site was using bone instrumentation during the procedure. All instruments were noted to be off roughly 5-6 mm superiorly to the spinous process. The site was working towards the reference frame.

Manufacturer narrative:
H2: additional information was received and updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. There was insufficient information to determine root cause of the reported behavior. There were five observed sessions on the reported date. Sessions 1¿4 showed limited activity with the user primarily moving between select procedure, instruments, and surgeon admin without progressing to imaging or navigation. In session 5, the user loaded one o-arm image set for the pelvic trauma procedure and a different o-arm image set for the spinal fusion procedure, proceeded through acquire images, and reached navigation. This session also contained the only merge state entries, showing two o-arm scans being used with oarm-1 as the reference exam. Also, from the logs, found that the camera has reported multiple "infrared interference error" warnings for the tools that were used in the procedure and also, along with multiple "algorithm limitation error" from the ndi localizer. There was also a "verification succeeded" message for passive planar ball 1.5, navlock orange, navlock violet on small passive frame. It's not clear whether the infrared interference was the root cause of the instruments being roughly off by 5-6 mm. The archives included two o-arm datasets, each with 192 slices at 0.83 mm spacing/thickness, with no saved plans, implants, or projections. Sw logs are not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. H6: codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy of 2-5mm. When the surgeon was touching the bone, the software showed the instrument in the air. This was noticed 1 minute into navigation. The surgeon compensated for the inaccuracy and proceeded with the case. This was the 2nd of 2 occurrences. There was no impact on the patient outcome and no surgical delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0, h6: no products have been evaluated by medtronic personnel. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please see section d4 for additional information for updated information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.